Event description:
In 2007, the patient fell and fractured his humorous bone. The patient was hospitalized and underwent osteosynthesis surgery. The investigator judged the event to be probably related to the patient's underlying condition and possibly related to medication and stimulation therapy. The serious adverse event resolved at about 3 weeks later. The patient recovered without sequela. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the staff.